Event description:
It was reported that during a breast procedure, the devices were involved in a brief open flame at the distal tip of the electrode. The procedure was momentarily paused due to the sentinel event involving the open flame which was extinguished by stopped pressing the activating energy button. The technique used involved a metal pointed clamping instrument clamped onto tissue, with the electrode placed touching the jaws of the instrument and activated, causing the electrical circuit to move through the jaws to the target tissue. After the electrode was removed from the instrument, a flame briefly appeared at the distal tip and then went away quickly. There was no operating room fire. A new generator was retrieved, and the case resumed after replacing the electrode and opening an older smoke evac pencil from another manufacturer. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d4 (serial#, UDI#), g3, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vsmp15, smoke pencil with edge electrode 15 ft (lot#:2503211x), e1455, e1455 the edge ent/ima electrode x50 (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a breast procedure, the devices were involved in a brief open flame at the distal tip of the electrode. The procedure was momentarily paused due to the sentinel event involving the open flame. The technique used involved a metal pointed clamping instrument clamped onto tissue, with the electrode placed touching the jaws of the instrument and activated, causing the electrical circuit to move through the jaws to the target tissue. After the electrode was removed from the instrument, a flame briefly appeared at the distal tip and then went away quickly. A new generator was retrieved, and the case resumed after replacing the electrode and opening an older smoke evac pencil from another manufacturer. There was no patient injury.